Manufacturer narrative:
It was reported that the patient experienced a skin irritation while using the electrode - patch - universal 2 channels. The electrode was unable to be inspected because it was not returned. Allegation was not confirmed as no images were provided and/or there's no evidence the patient sought medical care to treat the skin irritation. The associated skin irritation is likely related to the patient reacting to the electrode adhesive and/or hydrogel. No contributing factors were identified. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. Patient reactions, such as skin irritation, resulting from biocompatibility issues are considered and assessed. Additionally, instructions for use (IFU) and patient education guides (peg) provide patients with guidance should skin irritation develop.

Event description:
It was reported that on (B)(6) 2025, the patient experienced a skin irritation while using the electrode - patch - universal 2 channels. The patient described the irritation as red bumps but no open skin. The patient did not seek medical attention. There is no history of skin sensitivities or allergies. Alternative electrodes were ordered. Additional information was received on 12 december 2025, that the patient received the alterative electrodes and is ready to re-connect the device however they now sustained a permanent scar from electrode - patch - universal 2 channels. Still no medical attention was sought. On (B)(6) 2025, the patient opted to end service and that the physician has enough data. The device was deactivated. No additional information was provided. Due to the allegation of permeant scaring this is being reported out of an abundance of caution.